Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 450 mg/dl at the time of incident and current blood glucose level was 436 mg/dl. Customer other relevant blood glucose level was 447 mg/dl. Customer treated high blood glucose with insulin pump. Customer reports that they did not feel ok to trouble shoot. Customer also stated that the insulin pump had no delivery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.